Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), and electrogram (egm) review was requested. Upon review, technical services (ts) explained that shocks were delivered in the ventricular fibrillation (vf) zone, which had no discrimination. Technical services (ts) discussed troubleshooting options and programming considerations, such as increasing the vf zone or medically manaaging the rvr. This ICD remains in service. No additional adverse patient effects were reported.